Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected, and found there is no image due to a faulty charged coupler device (ccd) unit. The coupler base plate is slightly bent, but ok to use. The listed parts were replaced. The device is fully functional, and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. There is no video when the camera is in use. There is no image. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047 - 2020 - 07028. A review of the asset camera head's history was reviewed which indicated the device was last serviced on november 15, 2016. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to unexpected stress on the head due to the user's handling, resulting in the failure of the ccd (charged coupled device) unit, which resulted in the absence of images. Olympus will continue to monitor the field performance of this device. To mitigate damage to the ccd, the instructions for use provides the following: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.